Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No what is the most current patient health status and condition? Patient is released from hospital attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the nurse was trying to install the reload into the stapler, during installation the nurse had difficulty in loading the reload into the stapler which lead to the reload being damaged, this occurred for both reloads. The nurse is well trained on the device and has 2 years of experience in using the device.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60d reload was returned unfired with the reload pan partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 542a14, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the second returned reload. Visual analysis of the returned sample revealed that the second ecr60d reload was returned unfired with 6 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the right side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 542a14 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2023 mwr-02012023-0001325843 and mwr-08022023-0001348306 should not have been sent. The device of plee60a was never returned for analysis. The product returned were the two ecr60d's. The analysis was completed on the ecr60d's. Mwr-17022023-0001353872 and mwr-17022023-0001353873 are the mw's sent on the ecr60d's.